Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: foreign material like silicon oil. Pharmacist found the foreign material in vial. The drug company analyzed foreign material that was silicon from needle.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: foreign material like silicon oil. Pharmacist found the foreign material in vial. The drug company analyzed foreign material that was silicon from needle.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a medicinal bottle with foreign matter location circled and clear-like foreign matter which could be the cured silicone from the cannula was observed. Therefore, the team was able to confirm the customer experience. While a device history record could not be evaluated as the lot number is unknown, the DHR of the possible batches were reviewed. There was no gel on cannula failures, no stopper test failures, and no flour test failures during the in-process and outgoing inspection. As well as no quality notifications raised for the possible batches. Therefore the root cause could not be determined.